Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/04/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/05/2020. Additional h3 investigation summary: a labeled winding former with a re-parked needle/suture stratafix symmetric pds of product code sxpp1a400, were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and body fluids could be observed on the suture piece. The barbs present damaged, caused by use of a surgical instrument and the end is noted split. In addition, a suture piece and the fixation tab are not present since, was detached due to stress applied. No functional test could be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received the assignable cause is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysteromyoma procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.